Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the test strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. DHR (device history review) for the freestyle freedom lite meter indicated by the serial number provided by the customer. The DHR showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 154 mg/dl, 99 mg/dl, 101 mg/dl, 150 mg/dl, 73 mg/dl and 280 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 154 mg/dl, 99 mg/dl, 101 mg/dl, 150 mg/dl, 73 mg/dl and 280 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.